Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient went into diabetic ketoacidosis due to a kinked cannula. The patient was given multiple daily injection. Subsequently, the patient was hospitalized where the patient received multiple daily injections, anti-nausea medicine and unknown medication through intravenous route, which resolved the issue. The patient stayed in the hospital for seven days. Furthermore, it was reported that similar instance took place in the past where the patient may have stayed 2-3 days in the hospital due to her kinked cannula. The same treatment was received as in the one reported. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.